Event description:
It was reported that a patient who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture accompanied by pain and right sided rupture post procedure. As a result, bilateral mastopexy, bilateral capsulectomy, and explant was performed on (B)(6) 2024. The rupture was discovered with explant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 16, 2024. In addition to the issues reported previously the patient also experienced several unexplained systemic symptoms post procedure. Pain, brain fog, fevers, and nausea was noted. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: generalized illness / capsular contracture h6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).